Event description:
Kit components damaged or out of spec; it was informed there was a leakage between stopcok and sensor connection. They realized that it (stopcock) was broken. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) incomplete flotrac kit. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. The bonded stopcock female luer was also cracked. Multiple stress marks were evident to entire female luer.